Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the ceramic battery filter capacitors. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to not be required because physical analysis was completed.

Event description:
It was reported that the device battery may have depleted early. The device was explanted and replaced. No patient complications have been reported as a result of this event.